Event description:
A customer reported an altitude alarm from their pump. Customer¿s blood glucose level was not impacted. The insulin was not suspended due to the alarm, as the issue had occurred earlier that day. Technical support provided tips to prevent altitude alarms, which the customer understood, and insulin therapy was resumed with the original cartridge without needing a replacement.